Event description:
Info received indicates the siderail will not lock into place.

Manufacturer narrative:
The technician found the siderail center arm assembly was damaged, possibly from abuse. The technician replaced the center arm assembly to repair the bed.